Event description:
A hydroflex device was implanted, date not provided. The entire device was removed from the pt on 7/14/97 due to fluid loss-cylinder. An ipp device was implanted. Unable to obtain add'l info.